Manufacturer narrative:
This report is filed may 26, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain and skin overgrowth at the abutment site and was prescribed oral antibiotics (date not reported). Subsequently on (B)(6) 2016, the patient underwent a surgical procedure, the excess skin was excised and the abutment was removed. The implanted device remains.